Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the failure of the fan due to the repeatedly long-term use because more than 6 years had passed from the subject device had been manufactured. Consequently it was considered that the ventilation might become insufficient and the temperature of the inside of the subject device might be increased, then thermal switch might be activated and e101 might occur. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing the examination lamp went off and the emergency lamp lit off, also the temperature error e101 occurred. Olympus (B)(4) (oekg) checked the subject device and found that the error e101 occurred due to overheating problem which might be caused by failure of the fan. There was no report of patient injury associated with this event.